Event description:
It is reported that the surgeon was implanting a reverse base plate. He tried to remove the impactor and it would not come off the implant. He tapped it with a mallet and the entire implant and impactor came out in one piece. Implant was dislodged finally after repeated attempts with the mallet and osteotome.

Manufacturer narrative:
Evaluation summary: the device history is intact and indicates that the part was manufactured and inspected per specification. The design intent of the fit of the inserter to the base plated is that there is always clearance between the base plate and the inserter. Material may have become trapped between the two devices, causing interference and preventing the inserter from releasing satisfactorily. The exact cause cannot be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification.